Event description:
In 2007 two gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic dissection. A few days later, a computed tomography scan revealed that the proximal end of one gore tag thoracic endoprosthesis had collapsed. Three days later, four palmaz balloon-expandable stents were implanted and the collapsed gore tag thoracic endoprosthesis was successfully repaired. It was reported that the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.